Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: during investigation, the keypad was undamaged with all keypad buttons responding appropriately. The keypad cover was opened to find no contaminants under the keypad contacts. The pump was opened to find no intermittent conditions on the keypad flex connector. The pump was able to lock and unlock properly during testing. The original complaint was unable to be duplicated. Unrelated to the original complaint, a crack in the battery compartment was found from below the grip pad to the case seal.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The patient stated the pump would become locked after being set on a table without being touched. The patient also stated they heard a click and the pump locked shortly after. The patient denied any tactile issues, damage to the button keypad, and evidence of moisture or corrosion. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.